Event description:
Provider states just opened box and ran the unit for a few days, unit has 29 hours, the unit starts, red light & green light, alarms, and shuts down. Provider states unit has not been with an end user. No further information provided.